Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for a high, out-of-range shock impedance measurement on the right ventricular (rv) lead. Technical services discussed the local sales representative could save the device data from the follow up for an analysis. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The rv lead was tested in the clinic with isometrics and no noise was produced. The lead was reprogrammed to another configuration and remains in service with the crt-d. No adverse patient effects were reported.